Event description:
Healthcare professional reported right side capsular contracture baker grade IV" and "signs of intracapsular rupture" diagnosed via mammography and ultrasound. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture

Event description:
Healthcare professional reported right side capsular contracture baker grade IV" and "signs of intracapsular rupture" diagnosed via mammography and ultrasound. Device has been explanted and replaced with non-allergan brand.